Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that trending, a supplemental medwatch will be filled.

Event description:
It was reported by a pt rep that post a coronary drug eluting stenting treatment procedure, pt complications and add'l reintervention occurred. The physician implanted an unk size taxus express2 drug eluting stent in an unspecified location. A reintervention was required four months later "due to 95% failure and was causing increased prothrombin time of blood." Add'l follow up indicated that there was some type of "reblockage" of the stent. The pt had further reintervention rescheduled at a future date. No further info was available.